Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in winged bc catheter was defective and leaked it was reported by customer that two catheters so far are defective. Both times blood has squirted out of the cannula that is supposed to be in the vein. They think there is a hole between the cannula and body of the catheter. These have zero blood stopping technology in addition to these so the bibs they use are saturated in blood. Rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no item: 386883 quantity affected: 2 bx serial/lot number: (B)(6) po : (B)(4). Are any samples available for return? Yes reported issue: this studio is reporting two catheters so far are defective. Both times blood has squirted out of the cannula that is supposed to be in the vein. They think there is a hole between the cannula and body of the catheter. These have zero blood stopping technology in addition to these so, the bibs they use are saturated in blood.

Manufacturer narrative:
Our quality engineer inspected the 2 representative samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. Samples were subjected to a blood escape time and catheter leak test and all samples passed with no leakage observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. While the defect was not confirmed from the returned samples, previous investigations have confirmed a leak. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.